Event description:
It was reported that the "plaintiff was implanted with the miniarc sling system" on (B)(6) 2010 "to treat her stress urinary incontinence." The plaintiff's attorney alleges that the "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." The plaintiff's attorney alleges that the plaintiff suffered "inflammation of the pelvic tissue" and "has undergone medical treatment and has undergone corrective surgery and hospitalization."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.